Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Frontal and lateral ippc are failed to communicate to host pc. Review of system log files showed that the image disk was full. The engineer replaced the ippc and returned the system to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported.